Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15927. It was reported the pt was not receiving stimulation in his lower back and bilateral lower extremities. Diagnostic testing revealed low impedance readings. X-rays were taken and indicated the pt's model 3186 lead had migrated. The physician explanted and replaced the lead. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.